Manufacturer narrative:
The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. A non-qualified viscoelastic was indicated. The root cause may be related to a failure to follow the instruction for use (IFU). A non-qualified viscoelastic was used in the device. The IFU instructs: during device preparation and implantation of the company iol with the company preloaded delivery system, an company qualified ophthalmic viscoelastic device (ovd) should be used. The use of an unqualified ovd may cause damage to the lens and potential complications during the device preparation and implantation steps. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during a cataract extraction with intraocular lens (iol) implant procedure, a lens track in the incision. There was no patient harm, and the procedure was completed without delay. Additional information has been requested.

Manufacturer narrative:
The device and lens were returned inside the blister tray placed into the carton. The lens stop and plunger lock were removed. The plunger was oriented correctly. Viscoelastic was observed in the device. The plunger was retracted toward the nozzle entry area. No damage was observed to the device. The lens was adhered in dried solution to the interior of the blister tray. A large wedge shaped area was cut from the optic edge to the optic center. The wedge shaped cut portion was returned adhered in solution to the posterior of the optic. Product history records were reviewed and the documentation indicated the product met release criteria. A non-qualified viscoelastic was indicated. The reported complaint was for "trap in the incision, lens couldn't advance". The lens was returned damaged and outside the device. The root cause for the reported complaint may be related to a failure to follow the instruction for use (IFU). A non-qualified viscoelastic was used. The IFU instructs: during device preparation and implantation of the company iol with the company preloaded delivery system, an company qualified ophthalmic viscoelastic device (ovd) should be used. The use of an unqualified ovd may cause damage to the lens and potential complications during the device preparation and implantation steps. The lens was returned outside of the device and cut. The plunger was retracted upon return. The plunger position in relation to the damaged lens during advancement cannot be determined. The IFU instructs: after the lens has been advanced to the nozzle line, the lens should be visually inspected to determine the position of the haptics. The plunger should be in contact with the trailing optic edge. After confirming the lens is properly positioned and the haptics are folded properly, proceed with lens implantation. Proceeding with implantation of a misfolded haptic or a lens that appears to be ¿out of position¿ can result in a broken haptic or other negative outcome, since the haptic may be trapped and stretched, and/or pinched and sheared by the moving plunger. The IFU also instructs: prior to lens implantation confirm the following: an appropriate incision is made for the corresponding nozzle size; the lens is properly positioned; and the haptics are properly folded. Then, insert the nozzle tip into the incision as far as needed to facilitate lens implantation, using the depth guard as the insertion limit, and aim the nozzle tip at the anterior capsule opening. Gently advance the plunger in one smooth, continuous motion to deliver the iol. Maintain adequate pressure to ensure the nozzle tip remains in the incision. Do not advance the plunger too fast or lens damage may occur. It is recommended that delivery of the lens from the fill-to line through the nozzle should take at least 5 seconds. If the leading haptic is straight or looped and extended in front of the lens, rotate device clockwise to be bevel left before advancing plunger to ensure the leading haptic is correctly placed in the capsular bag. As the leading haptic begins to exit the nozzle tip, place the leading haptic into the capsular bag in its correct orientation, and continue to slowly advance the plunger to deliver the lens. As the optic exits the nozzle, rotate the device counter clockwise back to center or slightly bevel right if needed to ensure the lens unfolds anterior side up within the capsular bag. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was requested and received stating the lens was trap in the incision and lens could not advance.